Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that patient reported to the clinic that the remote home monitor showed a red light indicating a potential anomaly that was not able to be transmitted to the clinic. The clinic contacted boston scientific technical services (ts) and stated the right atrial (ra) lead impedance had been increasing, but was uncertain if that was the reason for the red light on the communicator. The patient was instructed by the clinic to go to the emergency room to have the implantable cardioverter defibrillator (ICD) evaluated. It is unknown if the patient presented for an interrogation. Patient services sent the patient a new remote home monitor. The ICD and ra lead remain in service and no adverse patient effects were reported.